Event description:
During a procedure the transend ex .014 guidewire broke in half coming of the package. No complications were reported to have occurred with the patient as a result of this event; however, case was postponed.